Event description:
This is an 89 year-old male with a history of cad, s/p CABG 1981, congestive heart failure and recent mi with tissue plasminogen activator therapy. The pt was transferred from another institution for CABG with an aortic balloon catheter placed by the transferring institution. The day following admission blood was noted in the tubing. A new iabp catheter was inserted.

Event description:
Add'l info rec'd from MFR 3/8/00: the product was returned to datascope for evaluation. The product investigation is not yet complete.

Event description:
Add'l info rec'd from MFR 5/5/00: the microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion and the ultimate penetration of the intra-aortic balloon is not entirely uncommon and has been reported in the literature on various occasions.